Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a filter tilt and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. The patients ranged from 38 to 45 years of age. One patient weighed 225 lbs and the other patient weight was not provided. One patient was male and one patient was female.

Manufacturer narrative:
H10: the lot number for the malfunctions were provided and lot history reviews were performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records and x-ray images have been received for one malfunction and medical records were received for the other malfunction. The investigation of the malfunction with medical records and images provided is confirmed for perforation and unconfirmed for filter tilt. The investigation of the malfunction with only medical records provided is confirmed for perforation and inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned to bd for evaluation. Medial records were returned for both malfunctions. Of the two malfunctions, one investigation is confirmed for perforation, but it is inconclusive for filter tilt. One investigation is still in progress. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a filter tilt and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. The patients ranged from 38 to 45 years of age. One patient weighed (B)(6) lbs and the other patient weight was not provided. One patient was male and one patient was female.